Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged insulin pump has received stuck button alarms and blank display. In addition, customer alleged insulin pump has cosmetic damage(crack at back at pump) and was exposed to moisture. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, crack case-corner of belt clip rails, and cracked case on the battery tube side. Device successfully downloaded traces and history file using thump. Device powered up after battery installation and received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed displacement test, self test, active current measurement and sleep current measurement. No button error alarm noted upon testing. However, stuck button alarm noted in the insulin pump history files on (B)(6) 2021 at 7:28am and at 7:38am. Device passed the keypad voltage test. Device was monitored. No blank display noted during testing. The power management graph confirmed the unloaded voltage and loaded voltage were within spec range. No power loss alarms noted during testing or in the insulin pump trace download. Moisture damage however noted in pcb1 board. In summary, customer allegation for cosmetic damage(crack at back of insulin pump) was confirmed during visual inspection where cracked case on the battery tube side was noted. In addition, customer allegation for blank display was not confirmed after pump powered up after battery installation and during testing. Customer's allegation for stuck button alarms was confirmed in the pump history files on (B)(6) 2021 due to moisture damage on pcb1 board. Moisture damage allegation was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm. Customer removed battery but insulin pump would not turn on. Customer went swimming after disconnecting from pump came back and insulin pump would not go back. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.